Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. Customer changed pump supplies and resumed insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.